Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Perforation and hemorrhage, are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that these reported adverse events were anticipated procedural complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization using penumbra smart coils (smart coils). During the procedure, the patient experienced an intra-procedure aneurysm perforation as the physician was placing the last smart coil into the patient, resulting in a subarachnoid hemorrhage (sah). The smart coil was removed and discarded. It is unknown if there was a deficiency with the smart coil. The next day, the patient experienced hydrocephalus. The patient was kept in the intensive care unit (ICU) for observations and extended hospitalization. On (B)(6) 2017, the patient was doing better but had a headache. Two days later, the patient was discharged home on (B)(6) 2017. The reported intra-procedure aneurysm perforation and resulting subarachnoid hemorrhage was believed to be related to the penumbra device.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided on 03/07/2019: describe event or problem.

Event description:
The patient was undergoing a coil embolization using penumbra smart coils (smart coils). During the procedure, the patient experienced an intra-procedure aneurysm perforation as the physician was placing the last smart coil into the patient, resulting in a subarachnoid hemorrhage (sah). The smart coil was removed and discarded. It is unknown if there was a deficiency with the smart coil. The next day, the patient experienced hydrocephalus. The patient was kept in the intensive care unit (ICU) for observations and extended hospitalization. It was reported that the patient received remedial therapy. On (B)(6) 2017, the patient was doing better but had a headache. Two days later, the patient was discharged home on (B)(6) 2017. On 07-mar-2019, additional information was received stating that the intracranial hemorrhage aneurysm perforation had a definite relationship to the smart coil system, and a probable relationship to the procedure.